Event description:
New information received noted that the implantable cardioverter defibrillator was explanted and replaced. Patient condition could not be obtained.

Manufacturer narrative:
The reported event of oversensing on the ventricular channel was confirmed. Bench testing was performed, and the device showed normal function. The cause of the oversensing was undetermined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmission revealed that the device exhibited crosstalk. Additionally, the competitor right ventricular lead exhibited intermittent non-sustained ventricular over-sensing after atrial paced events. One episode of noise resulted in detection of non-sustained ventricular fibrillation on (B)(6) 2020. No intervention was reported; the patient would continue to be monitored. There were no patient consequences.